Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient was initially implanted on (B)(6) 2019. On (B)(6) 2024 patient was revised. After revising the head there are signs of corrosion inside head and on taper. Stem was well fixed and was not revised. The head was unfortunately thrown away after surgery. The patient had significant pain and dysfunctional thr ending up with revision arthroplasty. There was no surgical delay. Affected side: right side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this complaint is about implants after a revision where there are signs of corrosion between head and taper. The stem is still in the patient, and the head was unfortunately thrown away after surgery. I have attached pictures. Implanted in 2019, revised wednesday (B)(6) 2024. After revising the head there are signs of corrosion inside head and on taper. Stem was well fixed and was not revised. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment 1365-24-000, 136524000, soft tissue and external l98116 corail revision stem high offset str16 136554000 articuleze ultamet head 1214 36mm +12. The photo investigation revealed that the inside the taper area of the articuleze m head 36mm +12 signs of what appears to be a black unknown material was found adhered. However with the information provided and due to the device were not returned for evaluation a further investigation cannot be performed to determined the source of this material. No other defects nor signs of a nonconformance was observed. A manufacturing record evaluation was performed for the finished device product description: articuleze m head 36mm +12 product code: 136554000 lot number: 8873204 and there was one non-conformance. However there is not correlation between this non-conformance and the failure mode of the complaint. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the articuleze m head 36mm +12would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: articuleze m head 36mm +12 product code: 136554000 lot number: 8873204 and there was one non-conformance. However there is not correlation between this non-conformance and the failure mode of the complaint. Device history review: a manufacturing record evaluation was performed for the finished device product description: articuleze m head 36mm +12 product code: 136554000 lot number: 8873204 and there was one non-conformance. However there is not correlation between this non-conformance and the failure mode of the complaint.